Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system cannot be turned on and entered the application interface. Upon troubleshooting, the fse found that the host pc disk was not recognized, indicating the hard disk was defective and the host pc was faulty as well. The defective host pc was returned to philips for further analysis. The analysis confirmed the malfunction of the host pc and found that there was no power, indicating that the power supply unit (psu) was malfunctioning. Following the replacement of the host pc and the hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system would not start up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.